Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 200 ohms. Ts confirmed that the increase in impedance was sudden and that no noise was observed. Technical services (ts) recommended a patient initiated interrogation (pii) to check follow up impedance readings taken after the initial result. No adverse patient effects were reported. The lead remains in service.